Event description:
It was reported that the implantable pacemaker is showing oversensing atrial activity on this right ventricular (rv) lead. No pacing inhibition was observed. Technical services (ts) was consulted and provided troubleshooting and programming information. At this time, the device and lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that the implantable pacemaker is showing oversensing atrial activity on this right ventricular (rv) lead. No pacing inhibition was observed. Technical services (ts) was consulted and provided troubleshooting and programming information. At this time, the device and lead remain in service. No adverse patient effects were reported.